Event description:
On (B)(6) 2004 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019, a computed tomography (CT) scan of the abdomen revealed the filter strut perforating along the anterior aspect of the aorta extending approximately 2mm beyond the confines of the inferior vena cava (ivc) into adjacent adipose tissue. Filter strut was also noted to be perforating along anterolateral aspect of ivc extending 5mm as well as posterolateral extending 4mm into adjacent adipose tissue and abutting right psoas muscle.

Manufacturer narrative:
Field change: a1,a2,a3,g1.

Event description:
On (B)(6) 2004 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019, a computed tomography (CT) scan of the abdomen revealed the filter strut perforating along the anterior aspect of the aorta extending approximately 2mm beyond the confines of the inferior vena cava (ivc) into adjacent adipose tissue. Filter strut was also noted to be perforating along anterolateral aspect of ivc extending 5mm as well as posterolateral extending 4mm into adjacent adipose tissue and abutting right psoas muscle.